Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/29/04, the patient contacted lifescan alleging that his one touch ultra meter was reading the incorrect unit of measurement. He took no actions to affect his blood glucose level following use of the meter. He contacted his medical professional for advice. No information was provided regarding advice or treatment offered to the patient. The customer service representative confirmed that the meter had previously been set in the correct unit of measurement and it was set to mmol/l instead of mg/dl, when the patient contacted lfs. The patient denied resetting the meter unit of measurement. The patient did not allege harm. There is no information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.